Event description:
Dealer is stating that the m41 is getting 5 flashes, slowing down on turns, and joystick will turn on but not off. After talking to tech, 5 flashes is the right motor/or brake, and the joystick needs a new overlay.